Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, crease flat and broken shell. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken sharp in the patch/shell bond edge side assessed as unidentified (tear) opening.

Event description:
Patient reported right side rupture. Device was explanted and not replaced.

Event description:
Patient reported right side rupture. Device was explanted and not replaced.

Event description:
Patient reported right side rupture. Device was explanted and not replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Patient reported right side rupture. Device was explanted and not replaced.